Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient presented to emergency department with onset 1 week of chest pain and shortness of breath. They had been feeling well until about 1 week ago when they developed intermittent midsternal chest pressure. Additionally, the patient had associated chills, cough, congestion, shortness of breath, dyspnea on exertion, orthopnea, and loose stools. They were admitted to the hospital for heart failure exacerbation. On the echocardiogram (echo) ramp, patient's aortic valve did not stay closed until 7000 revolutions per minute (rpm) and their left ventricle size did not change which was a marked difference from a few weeks ago. The patient did not have any significant aortic insufficiency (ai). The patient was put on milrinone 0.5mcg/kg/min for support. Patient's clinical parameters had been slowly progressing in the last few weeks. On (B)(6) 2025 morning, the patient had an episode of emesis prompting presentation to the emergency department. A 4-dimension (4d) computed tomography (CT) scan was done; it was very difficult to interpret but suggestive of outflow graft issue. The patient ultimately had an outflow graft revision. No kinking of the outflow graft was noted, but minimal external compression of the outflow graft with a gelatinous material trapped within the strain relief cover was discovered. Organized fibrinous material thrombus inside the outflow graft was noted that was blocking the flow of blood. Log files only captured routine events. The patient remained in intensive care unit post revision and was improving. Alert and oriented level was 4. They were weaning epi, with continuing milrinone and heparin drips, no need for pressors. There were no concerns with the device.

Manufacturer narrative:
Section a2 correction. Section e3 correction. Section h1 correction. Section h6 correction: health effect - clinical code 4868 - hemodynamic instability added. Section h6 correction: medical device problem code 2964 - infusion or flow problem added. Manufacturer's investigation conclusion: the reported event of extrinsic outflow graft obstruction (eogo) could not be confirmed through this evaluation. The reported event of suspected thrombus could not be confirmed through this evaluation. A specific cause for the reported events could not be determined. Additionally, a direct correlation between the heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. A review of the submitted log files on the reported event date of 24jan2025 captured the pump functioning as intended. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they underwent a pump exchange due to an outflow graft obstruction the current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis, that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under ¿attaching the sealed outflow graft to the pump,¿ instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under ¿preimplant procedures¿ and ¿implant procedures¿ cautions the user: ¿the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure¿ and ¿stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length.¿ section 5 of the IFU warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 of the IFU "patient care and management" outlines the recommended anticoagulation therapy and international normalized ratio range. This section also lists thromboembolism as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.